Manufacturer narrative:
This spontaneous case describes the occurrence of hypersensitivity ('allergic reaction') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation") and pelvic pain ("disabling pain in the pubic region"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, abdominal discomfort, inflammation and pelvic pain outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of hypersensitivity ('allergic reaction') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation") and pelvic pain ("disabling pain in the pubic region"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, abdominal discomfort, inflammation and pelvic pain outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2021: reporter was updated, no new information. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of hypersensitivity ('allergic reaction') in a 38-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced heavy menstrual bleeding ("abundant menstrual bleedings"), dyspareunia ("dyspareunia"), diarrhoea ("alterations in the intestinal habit (alternating diarrhea and constipation)"), pain in extremity ("leg pain"), constipation ("alterations in the intestinal habit (alternating diarrhea and constipation)") and asthenia ("asthenia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("abdominal pain days after essure placement, the pains were consistently blamed on discomfort associated with menstruation, recurrent"), pelvic pain ("disabling pain in the pubic region / chronic pain recurrent") and abdominal discomfort ("abdominal discomfort days after essure placement "). On (B)(6) 2018, the patient experienced ocular discomfort ("pain and discomfort in the left eye"), eye pain ("pain and discomfort in the left eye") and conjunctival hyperaemia ("mild heat and redness in the lower eyelid conjunctiva"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced tendonitis ("right forearm tendinitis"). On (B)(6) 2018, the patient experienced mental disorder ("psychological problems"). On (B)(6) 2018, the patient experienced emotional disorder ("emotional problems"), back pain ("chronic lumbar pain"), fatigue ("chronic fatigue / chronic tiredness"), arthralgia ("chronic joint pain"), ear pruritus ("chronic itching and peeling in the ear canal") and eczema ("chronic itching and peeling in the ear canal"). On (B)(6) 2019, the patient experienced abdominal pain upper ("stomach pain coinciding with the beginning of the menstrual period"). On (B)(6) 2019, the patient experienced cervix inflammation ("inflammation related to the cervical cytology report"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pubic pain ("disabling pain in the pubic area"), tooth injury ("damage to his teeth") and blindness ("loss of vision"). The patient was treated with analgesics, ibuprofen and surgery (bilateral salpingectomy was performed by laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, cervix inflammation, pelvic pain, abdominal discomfort, dyspareunia, diarrhoea, pain in extremity, constipation, asthenia, ocular discomfort, eye pain, conjunctival hyperaemia, tendonitis, mental disorder, emotional disorder, back pain, fatigue, arthralgia, ear pruritus, eczema, pubic pain and abdominal pain upper outcome was unknown and the dysmenorrhoea, heavy menstrual bleeding, tooth injury and blindness had not resolved. The reporter considered abdominal discomfort, abdominal pain upper, arthralgia, asthenia, back pain, blindness, cervix inflammation, conjunctival hyperaemia, constipation, diarrhoea, dysmenorrhoea, dyspareunia, ear pruritus, eczema, emotional disorder, eye pain, fatigue, heavy menstrual bleeding, hypersensitivity, mental disorder, ocular discomfort, pain in extremity, pelvic pain, pubic pain, tendonitis and tooth injury to be related to essure. The reporter commented: the placement of the essure was performed without complications. From the patient's assessment in (B)(6) 2018 to the removal of the devices in (B)(6) 2019, the appropriate examinations were performed for the removal of the devices, as requested by the patient. In the clinical courses of the subsequent consultations until the removal of the devices, the gynecological examination was strictly normal, without pain referred to the uterine or adnexal examination. On (B)(6) 2019 the patient reported symptomatic improvement after removing the essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2019: non-neoplastic findings: inflammation. Pathology test - on (B)(6) 2019: fallopian tubes without relevant histological alterations and both essure devices were identified. Specialist consultation - in (B)(6) 2015: gynecological control with no evidence of any pathology. Ultrasound scan - on (B)(6) 2014: essures control, normoinserts were observed; on (B)(6) 2018: essures control, normoinserts were observed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 19-jan-2022: the follow information were included lawyer's reporter, physician's reporter, patient details, other treatment products, new events heavy menstrual bleeding, dyspareunia, diarrhea, constipation, asthenia, leg pain, pain menstrual, eye discomfort, eye pain, redness of eyelid conjunctiva, emotional problems , chronic fatigue, chronic back pain, joint pain, ear pruritus, eczema, tooth damage, blindness, pubic pain, stomach pain, inflammation nos updated to cervix inflammation, onset date added to pelvic pain female and cervix inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of hypersensitivity ('allergic reaction') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation") and pelvic pain ("disabling pain in the pubic region"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, abdominal discomfort, inflammation and pelvic pain outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of hypersensitivity ('allergic reaction') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation") and pubic pain ("disabling pain in the pubic region"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, abdominal discomfort, inflammation and pubic pain outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pubic pain to be related to essure. Further company follow-up with the reporter is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.